Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl at the time of incident. The customer¿s most recent blood glucose value was 273 mg/dl. The customer treated high blood glucose with insulin pump. Customer mentioned the insulin pump was saying low sensor glucose. It was unknown if the customer was using auto mode or not at the time of incident. It was unknown if the customer had been using insulin pump system with the 48 hours of high blood glucose event. Customer reported loss of communication between insulin pump and transmitter. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.